Manufacturer narrative:
Citation: schmitt r, salz-sculean y, kaier k, et al. Influence of prosthesis position on pacing burden and long-term survival in tavi patients with new pacemaker. J clin med. 2025;14(4):1265. Published 2025 feb 14. Doi:10.3390/jcm14041265 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the influence of valve position on pacing burden and survival in patients that received a permanent pacemaker after transcatheter aortic valve implantation (tavi). The study population consisted of 107 patients who required permanent pacemaker implantation before hospital discharge after tavi. Of the 107 patients, 29 received a medtronic evolut r valve during tavi, while the remaining 78 patients received a non-medtronic sapien 3 valve. The mean valve implant depth was 4.3 mm for the entire study cohort. Indications for pacemaker implantation included: third-degree atrioventricular block (avb), first-degree avb + left bundle branch block (lbbb), lbbb, right bundle branch block (rbbb), bifascicular block, and tachy-brady syndrome. Over a follow-up period of five years, a total of 53 patients died. The circumstances of the deaths were not described but there was no allusion of a causal relationship with the evolut r brand. Ultimately, the authors found that valve implant depth did not affect pacemaker pacing burden during follow-up and the pacing burden did not impact overall survival of the patients in the study.